Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The customer reported the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the diagonal branch and left anterior descending (lad) coronary artery. A guide liner was advanced for support, but the 2.25 x 15 mm xience alpine could not cross the lesion and a dissection occurred. The dissection was stable and the patient was doing well. A decision was made not to try another device. Follow-up with the account reported the patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the patient effect; however the failure to cross appears to be related to circumstances of the procedure.